Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient presented to the doctors office after hear the patient alert tones. The right ventricular lead impedance had been gradually trending up and triggered the alert. The upper limit of impedance were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.